Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed the high flow rate test. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom "out of box flow rate and oddball failures /retested high flow failures (failed high flow twice)", which was reproduced as a failure at the flow rate testing at the rate of 40 ml/hr . Baxter's device evaluation found the device to under deliver by approximately 5.39% when the device was delivering at a rate of 40 ml/hr during flow rate testing. Physical inspection found the travel on the downstream pressure plate to be out of specification, which was determined to be the cause. The device was reworked to address the condition. (B)(4).